Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the cause of the patient¿s recharging problems after their ins revision was not determined. They stated that the ins and leads were completely replaced, and the explanted device was sent to the manufacturer for analysis. The hcp indicated that the patient¿s recharging problems, dead ins, and inability to communicate have been resolved at this time. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported having no telemetry with recharging. They stated that the implantable neurostimulator (ins) is dead. The patient noted that their recharger was not communicating with the ins. They stated that they tried using the recharging belt and laying on it. The patient mentioned that they last successfully charged the ins a few weeks ago. They indicated that they did not charge because their ins was sticking out, so they had a revision to move the ins to a different location. The patient stated that after the revision, they started having problems recharging. The patient thinks that the ins was implanted deeper upon revision. They mentioned that they were using the adhesive discs, but then had to stop using them, and would lay on the ins and recharging belt to get it to charge. The patient noted that the implant didn¿t last a year before it started ¿acting up.¿ the patient repositioned the antenna over the ins but was unable to communicate. The patient also stated that if they leave the batteries in the programmer, they will run down because the buttons accidently get pressed. The patient indicated that they were going to follow-up with their healthcare provider on (B)(6) 2018. No further complications were reported or anticipated.